Event description:
No quality concerns were reported for the product, but the patient experienced deflation of the right breast implant. Unable to determine which device was used on the right side, both implants were evaluated. This report relates to the left implant.

Manufacturer narrative:
Suspect device received on april 14, 2026. Device evaluation completed on may 08, 2026: since it was not possible to determine which device corresponded to the right-side breast implant, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a section of missing material on the anterior aspect, measuring approximately 8.0 cm x 3.1 cm. Additionally, it had shell abrasion on the edge of the rent. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).